Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety. Device has not been received.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted radical cystectomy on the approximate the date of (B)(6) 2023 when it was reported, ¿the valve of sound reduction cap was damaged. Damaged debris was found in the abdominal cavity and removed¿. On the (B)(6) 2023, the report was updated by conmed japan stating, ¿it was confirmed that the damaged debris had been collected with forceps. Surgery was slightly delayed (several minutes) due to the occurrence of this event.¿ the procedure was completed with another ias12-100lpi, airseal 12/100mm lpi port and a short delay of several minutes. There was no patient injury, extended hospitalization or medical intervention. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device, ias12-100lpi, airseal 12/100mm lpi port, was being used during a robot-assisted radical cystectomy on the approximate the date of 09mar23 when it was reported, ¿the valve of sound reduction cap was damaged. Damaged debris was found in the abdominal cavity and removed¿. On the 30mar23, the report was updated by conmed japan stating, ¿it was confirmed that the damaged debris had been collected with forceps. Surgery was slightly delayed (several minutes) due to the occurrence of this event.¿ the procedure was completed with another ias12-100lpi, airseal 12/100mm lpi port and a short delay of several minutes. There was no patient injury, extended hospitalization or medical intervention. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Received one ias12-100lpi in unoriginal package. Lot number was not verified. Performed a visual inspection, the complaint was confirmed. The valve of sound reduction cap was damaged. At this time the root cause of the event cannot be determined, but based on the evaluation and photos provided, a likely cause of this issue is the application of excessive force with a sharp object during use. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 18 complaints, regarding 18 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: if desired, optional sound cap (8 mm, 12 mm) may be placed on cannula at this time. (Note: if using optional sound cap, use caution when inserting a sharp or large device through the cannula. The optional sound cap may be removed from the cannula at any time during the procedure. Use caution when inserting a sharp or large device through the blue sound cap seal. Inspect the sound cap after use for physical damage of any kind. We will continue to monitor for trends through the complaint system to assure patient safety.